Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. Four days prior to the receipt of this report, the patient was hospitalized. Two days later, while hospitalized, the patient was diagnosed with peritonitis event. The cause of the peritonitis event was unknown. On unreported date(s), the patient was treated with unknown intraperitoneal antibiotics (medication, dosage, frequency, and duration not reported) for the peritonitis event. On an unreported date, dianeal therapy was discontinued and eight days after the initial receipt of this report a new peritoneal dialysis catheter was placed and the patient would resume peritoneal dialysis therapy before the end of the same month of the peritonitis diagnosis. The patient was recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.